Event description:
On (B)(6) 2014, the reporter contacted animas alleging the patient¿s blood glucose was 565 mg/dl with nausea on an unspecified date. It was reported the patient remained on the pump and the patient did not receive any treatment above and beyond the usual routine of diabetes care and management. No further information was able to be obtained and troubleshooting could not be completed. This complaint is being reported based on the allegation of the patient¿s hyperglycemia and the pump could not be ruled-out as a cause or contributor.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 product analysis: the device was returned and evaluated by product analysis on 03/03/2015 with the following findings: the complaint could not be duplicated or confirmed during investigation. Review of the pump¿s black box data revealed data relevant to the complaint was overwritten due to extended continued pump use. The pump¿s total daily dose history was appropriate for the user programmed basal rates. No related alarms or issues were observed. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.